Event description:
During the coronary artery bypass procedure, the heartstrip seal did not deploy out of the delivery tube into the aorta. A side biter clamp ws used to complete the procedure. No other patient complications were reportedly by the hospital. The device was used after the labeled shelf-life.